Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed. The patient was brought into clinic, and the device was reprogrammed. In addition, high, out of range pacing lead impedance was also observed. A series of impedance measurements and isometrics tests were recommended. The patient will continue to be monitored.